Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported during a laparoscopic cholecystectomy procedure, the clip would not hold on the vessels. A second device was pulled and the same thing occurred. A third was used and the case was completed with no patient consequence.